Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode. Electrograms displayed noise on the rv lead, resulting in pacing inhibition. Additionally, rv pacing impedance measurements increased fro 430 ohms to 1,180 ohms. A lead fracture was suspected. An invasive revision procedure was performed and the rv lead was explanted without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.